Event description:
The catheter was inserted into the basilic vein in 2006, tip location: past axilla in large vessel. Dressed sight with transparent dressing. Flushed the catheter every 8 hours with 5ml ns + 5ml heparin 10u/ml. On the event date, the clinicians clinicians identified that the catheter was broken while the patient was in CT. The clinicians were unable to completely pull the catheter out of the pt. The pt's room was checked and the hub was found with a portion of the catheter coiled and covered with tegaderm dressing. A warm compress was placed on the pt. The insertion site was cleaned with iodine. Using sterile technique, the clinician was able to pull out the complete 43.5cm of the catheter, no breakage noted. Cxr verified no parts migrated.

Manufacturer narrative:
The sample has been recieved and is currently being decontaminated. A supplemental report will be submitted upon completion of the investigation.